Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03678, 0001825034-2018-03679. Product location unknown.

Event description:
It was reported tat patient underwent an initial knee procedure. Subsequently, the patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received. Device history record (DHR) was reviewed with no deviations identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.